Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. The stylet was unable to pass through this lead. A new lead with the same model was implanted. Also, this lead is expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted as the stylet was unable to pass through this lead. A new lead with the same model was implanted. Also, this lead is expected to be returned. No adverse patient effects were reported. Additional information indicated that the stylet used was packed with the lead. Also, this lead was returned.

Manufacturer narrative:
Revision to field b5 describe event or problem. This supplemental report has been created to capture additional information and information correction. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test passed without anomaly which indicated that there was no blockage in the lumen. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Also, there were no stylets returned with the lead. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Manufacturer narrative:
Revision to field b5 describe event or problem. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted as the stylet was unable to pass through this lead. A new lead with the same model was implanted. Also, this lead is expected to be returned. No adverse patient effects were reported. Additional information indicated that the stylet used was packed with the lead. Also, this lead was returned.